Manufacturer narrative:
Manufacturer's investigation conclusion: the reported changes in how the device was feeling and sounding could not be confirmed through this evaluation. A specific cause for the reported event could not be determined through this evaluation. Furthermore, review of the submitted log files confirmed low flow events; however, a specific cause for these events could not be conclusively determined though this evaluation. The submitted controller event log file captured several low flow events on 23jul2025, one of which was associated with a transient low flow hazard alarm. The additional submitted controller event log file captured a few low flow events on 07aug2025, none of which persisted long enough to trigger an alarm. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed throughout the log files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a change in how the pump sounds, feels, or works (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having pretty consistent low flows. They also stated that their ventricular assist device (vad) was feeling and sounding different at times. This was not necessarily in conjunction with their low flows. The event log file for the patient contained a few low flow estimates as well as 1 sustained low flow hazard event when the calculated pulsatility index (pi) was elevated. These low flow readings did not appear to be the result of any external equipment malfunction. The two most common causes of this trend were hypovolemia and hypertension. Additionally, the log files contained clusters of persistent pi events. The log files did not provide any insight into the reported sound. There were no unusual rotor faults, pump temperature, or any abnormal pump faults seen in the log files. The device appeared to be operating as intended.

Manufacturer narrative:
B5 narrative information no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
More log files were provided as it was stated the patient had been having low flows for the past month. The log files were reviewed and captured some periods of pulsatility index (pi) events throughout the log file. There were also some low flows noted on (B)(6) 2025 where the estimated flow dropped below the 2.5 lpm threshold but was not sustained long enough to trigger an audible alarm. These appeared to be patient related as these were associated with elevated pi values. The patient had been having some pressure issues but medication changes had been made in the last week. Follow ups will continue with the patient.